Event description:
Reportedly, the status light of the home monitor remains orange. The connection was checked and the associated wirex was replaced, which removed the orange status light but led to a red pit button. The home monitor was eventually replaced.

Event description:
Reportedly, the status light of the home monitor remains orange. The connection was checked and the associated wirex was replaced, which removed the orange status light but led to a red pit button. The home monitor was eventually replaced.